Event description:
Customer reported device = 506, 332, and 432 mg/dl. Customer increased insulin at approx 11 pm. About 1.5 hrs later, customer was sweaty, screaming, and delirious. Customer's friend called 911. The ambulance gave customer oxygen. Customer was taken to the hosp and given a glucose IV. No controls were used. Strips were expired. A request was made and product is being returned, however not replaced.